Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch when charging. Reportedly, the customer did not get burned by the hot temperature, but stated the pump felt "uncomfortable to touch". Tandem technical support (cts) educated the customer on temperature alarms and stated that the t:flex user guide states a temperature alarm would occur if "your t:flex pump detected a temperature below 35.6 °f (2 °c) or above 113 °f (45 °c) and all deliveries have stopped". Cts reviewed the pump data on the customer's t:connect logs and verified that the pump reached a temperature of 113.81ºf; however, the pump did not declare a temperature alarm. The customer's blood glucose level was 180 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy.